Manufacturer narrative:
The cause of the perforation is thought to be over-inflation with a syringe, as the physician said. During the inspection by fujifilm, no abnormalities were found in the over-tube, which was not functioning properly, and it was confirmed that it was able to inflate and deflate normally. In addition, there were no obvious abnormalities in the log recorded by the balloon controller pb-30. The cause of the overtube failure is unknown. The UDI# listed in d4 is the UDI# for the country where the event occurred, and is different from the UDI-di in the united states. The UDI-di for this product in the united states is (B)(4).

Event description:
During the pre-use inspection, the facility felt that the time required for inflation and deflation of the balloon of this overtube was longer than usual, but they used this device. After the endoscopy began, the facility determined that the balloon of the overtube was not inflating properly and stopped using the balloon controller pb-30, which was being used to inflate and deflate the balloon. After this, a syringe was connected in place of the pb-30 and the endoscopy was continued, and excessive air was injected from the syringe, causing a perforation. The patient underwent surgery to treat the perforation. After the endoscopy, the facility checked the balloon of the overtube in combination with the balloon controller pb-30, and it inflated and deflated normally, and no abnormalities were reproduced.